Event description:
It was reported that an unspecified amount of spectrum infusion pumps were under infusing during therapy in the out-patient cancer clinic. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.